Event description:
It was reported in a legal journal that a patient underwent a kyphoplasty surgical procedure with a bone biopsy at l5. It is reported that during the procedure that "a large amount of cement extravasated outside the vertebral body". The patient claims the kyphon bone cement leaked into the nerve canal and, when the cement set, became hard and caused pressure and narrowing around the spine. Patient claims the surgeon performed additional procedures to treat pain, injury and suffering that resulted from the excessive kyphon bone cement around the spine, but none of the procedures were successful. According to the report, the patient began treatment with a neurosurgeon for the pain, injury and suffering and approximately 7 months post-op "was admitted to the hospital and underwent spine surgery to remove the large amount of kyphon bone cement. After the surgery, patient was hospitalized for approximately five days and was then transferred for acute in-patient rehabilitation at another hospital." The patient claims to have continued to require therapy and treatment after being discharged from the rehabilitation hospital. No further patient complications were reported.

Manufacturer narrative:
Literature citation: asbury, kyla. "Woman sues physician after spinal surgery". Http://wvrecord.com/news/258118-woman-sues-physic ian-after-spinal-surgery. February 26, 2013. Address : unknown. Country : us. (B)(4). Hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.